Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and the cl electrode on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. The user repeated the sample as the initial results did not agree with the patient's clinical diagnosis. The sample initially resulted in a na value of 157 mmol/l and it repeated as 164 mmol/l. The sample initially resulted in a cl value of 105 mmol/l and it repeated as 117 mmol/l.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The field service engineer found that a sipper nozzle was not dispensing water normally and a waste vacuum nozzle had liquid backflow. The waste vacuum line and the sipper nozzle were cleaned. After the performance of the maintenance, the issue was resolved. The investigation determined the issue was resolved by the service actions. The issue is consistent with insufficient maintenance.